Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of a voluntary medwatch # (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient underwent a mesh removal along with autologous pubovaginal sling, rectus fascia and cystoscopy performed. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent an unknown procedure on (B)(6) 2011 and the mesh was implanted. The patient underwent vaginal excision of mesh and cystoscopy on (B)(6) 2014. This medwatch is in response to receipt of additional voluntary medwatch report # (B)(4).